Event description:
New information noted that programming changes were made and radio frequency telemetry was restored. The patient was in stable condition.

Event description:
It was reported that the patient presented for a follow-up in clinic. During an interrogation attempt, it was noted that the implantable cardioverter defibrillator exhibited loss of radio frequency telemetry. No intervention was performed. The patient experienced no consequences and will continue to be monitored.